Event description:
Mtu073 experienced septic arthritis of the right knee 7 weeks post xenmatrix surgical graft being placed into the right thigh overlying the musculature going to the patellar tendon. This was performed under a research protocol entitled. This was performed under a research protocol entitled, "musculotendinous tissue unit repair and reinforcement (mturr) with the use of biologic scaffolds for patients suffering from severe skeletal muscle injury" (B)(6).